Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department and no product performance issues were identified. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On (B)(6) 2023 a beta bionics clinical diabetes specialist (cds) received a phone call from an ilet patient requesting assistance with an insulin cartridge change. The patient stated she was trying to change the cartridge but every time she tried to insert it into the ilet "the insulin was spilling out." Due to the patient reporting "insulin spilling out" the cds asked the patient if she did the rewind step. The patient said yes. The cds then asked the patient to look and see how many insulin units were remaining. The patient said 46 units. This was a little alarming to the cds as the patient was planning on putting in about 150 units. The cds suggested to start the cartridge change process all over. The patient started becoming unclear with her answers, so the cds asked what her blood glucose (bg) levels were. The patient's bg was 55 mg/dl so the cds told her to drink juice then recheck her bg in 15 minutes and the cds will call her back. About 5-10 minutes later, the patient's boyfriend called and stated the patient's bg was 51 mg/dl and the patient was not able to understand him. The boyfriend stated they do not have any kind of glucagon. The cds advised the boyfriend if he could not get her to take oral glucose and they did not have glucagon, that they should call 911. The boyfriend did call 911. About 15 minutes later the cds called the patient back and the paramedics were there. The paramedics were giving the patient oral glucose gel. The continuous glucose monitor reading at this time was 54 mg/dl. The boyfriend stated that he was not present when the patient did her infusion set change, so he is unsure of the process. The cds called back in another 15 minutes and the boyfriend stated the patient's bg was not coming up, so they have her a glucose shot. The patient's bg had come up to 59 mg/dl, but the paramedics were taking the patient to the hospital to just "make sure everything was stable." The patient never lost consciousness and never had a seizure but did become disoriented and did need assistance getting juice, etc. The cds asked the boyfriend if this was the patient's typical response to low blood sugars and he said no. He said she has had "very low" blood sugars and is normally fine, so this was a very unusual response. The boyfriend also said during all of this he looked for the infusion site on her but never could find it. He stated he thinks she may have "taken a bunch of insulin." The patient did not bring the ilet with her to the hospital. The cds suggested the patient discontinue the ilet and follow provider orders from the hospital tonight. Once the patient feels ready to retry the ilet she should re-do training. On (B)(6) 2023 the cds spoke again with the patient. She reports she stayed in the hospital overnight because they would get her bg up and then it would drop again. The patient said she remembers seeing some blood sugars in 20s or 30s in the hospital. The patient is currently back taking novolog injections and plans to take a low dose of tresiba tonight (hospital discharge instructions). The patient said she knows what happened: when she was re-doing her cartridge, connector, and tubing, she felt a rush of insulin go in her and she knew that was not right. She said she "just missed the one step about disconnecting." On (B)(6) 2023 the cds retrained the patient with her boyfriend present. The training went very well, and the patient is back on the ilet. The patient said it was a good refresher because she had forgotten about disconnecting the infusion set site. When the cds unlocked the ilet during retraining, it was on the press and hold screen and said 9.5 units. The cds assumed that's how much insulin the patient may have gotten when she primed and was not disconnected.